Event description:
It was reported that during pre-surgery testing, it was observed that the motor device was not working. There were no delays to the planned surgical procedure as an identical spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had an e6 error code, the connector body was loose and the thermistor failed. It was further observed that the set screw was loose and came out of pawl release during pretest. Therefore, the pretest could not be completed. The reported condition was confirmed. It was determined that the e6 error code was due to the motor being damaged and worn. It was determined that the set screw and the connector body were loose because of locktite deterioration. It was determined that the thermistor failed due to it being damaged and worn. The assignable root cause was determined to be the wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.